Manufacturer narrative:
(B)(4). Report source: australia. Concomitant medical products: unk depuy cement cat#: 00801802803/femoral head sterile product do not resterilize 12/14 taper/lot #: 6451072, cat #: 110010246/ g7 osseoti 4 hole shell 56mm f/lot #: 6777088, cat #: 110024464/ g7 dual mobility liner 44mm f /lot #: 352940, cat #: 00801102020 / allen plug, 20mm flange / lot #: 64545190, cat #: 010000999 / g7 6.5mm x 30mm screw / lot #: 6728402, cat #: 010001001 / g7 6.5mm x 40mm screw / lot #: 6615754, cat #: 31-323240 / ringloc 3.2mm x 40mm drill bit / lot #: 943030, cat #: ep-200150 / e1 active articulation insert s44 dia28 / lot #: 079010, and cat #: 010001003 / g7 6.5mm x 50mm screw / lot #: 6637722. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02608 0001825034-2022-02609 0001822565-2022-03225 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately two years post implantation due to metallosis. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4) ponce.

Event description:
There is no update to the original complaint description provided.